Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt a strong stimulation when they passed through the metal detector in a shop. Afterwards the patient felt pain on their leg for two days. No diagnostics/troubleshooting was performed. No interventions or actions were taken. The issue was resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.